Event description:
Customer alleges he was injured when using pride scooter, resulting in a separated shoulder and torn rotator cuff.

Manufacturer narrative:
Scooter is being held pending litigation. Conclusions - a follow-up report will be submitted upon completion of the investigation.